Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator generated a procedure error message. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.

Manufacturer narrative:
(B)(4). The ventilator was not in use on a patient at the time the event occurred.